Manufacturer narrative:
As reported, the involved concept suture passer needle is not expected for evaluation, as it was discarded at the user facility. Without the actual product, an evaluation could not be performed and the root cause of the reported breakage was unable to be determined. A review of the device history records showed this lot unique identifier (UDI #((B)(4) was manufactured on 30-jul-2014 in a lot of 100 units with no noted discrepancies during the manufacturing process that could have caused or contributed to this alleged problem. To date, no similar complaints have been received for this item and lot number combination. This needle is composed of shaft and blade made of 96se508 super elastic nitinol and a tab made of lustran abs-348. Each of these materials are routinely used in the manufacture of medical instruments and have a long history of safe and effective clinical use. Nitinol is a widely used material for vascular stents (implantable), valve patches and orthodontic devices. To date, there has been no patient long term adverse effect reported regarding this type of incidents. The suture passer and needle were released in (B)(4) 2010 and the use of this product is technique dependent and the dfmea for this product addresses needle breakage as an acceptable risk. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user the following warnings: - avoid lateral stresses to the instrument or device function may be compromised. - do not use if parts are broken, cracked or worn, or device function may be compromised. - whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. - if tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. - if the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. - do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and breakage of the needle, which may cause possible patient injury. Device was discarded at user facility

Event description:
The customer reported that during use of this concept suture passer needle with the suture passer (item #smi-00m) in a shoulder arthroscopy/rotator cuff repair procedure on (B)(6) 2014, the tip of the needle broke off after four to six passes. Despite the surgeon's effort to recover the tiny broken fragment, the tip could not be located or retrieved. The procedure went on and completed with no further complications or serious injury to the patient. The male patient, approximately (B)(6) years old was discharged at per routine procedure for this type of surgery. The remainder of the broken suture needle was discarded at the user facility. In addition, information received from the user facility indicated that the concomitant suture passer performed as intended with no problems noted during use and as such, it will not be returned for evaluation. Other than a one hour delay, the procedure was completed as planned using a new needle with no further complications or patient injury.